Manufacturer narrative:
Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that when the patient first got the implant, it initially worked for them, but after only a few months in, it malfunctioned and started shocking them in their leg. Patient stated it had to be removed, probably in 2015, but they were unable to get another implant placed at that time so they ended up having to straight cath for 8 years before they finally found a health care provider (hcp) to implant their current implant. Patient services documented this information and emailed device registration about the patient's first system's explant date. Documented reported event. No further action was taken by patient services.